Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that a xience 3.0 x 15 was implanted successfully. Upon unpacking a second xience stent of the same size, the stent fell from the balloon, and was found on the floor. It was not clear what stent delivery system the stent fell from; therefore, both delivery system's were returned. No additional event or patient information is available.